Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing flail, and thin leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, a leaflet was observed to be perforated. It was noted that the physician was not sure if the perforation was due to the clip placement or if it was already present before. The procedure was completed. No additional clips were implanted, and the mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.